Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fracture (overstress); the lead was returned with the helix extended and the distal conductor distorted and fractured within the connector; full lead analyzed.

Event description:
It was reported that a few days after implant, the lead impedance, threshold and sensing decreased. During the repositioning attempt, it was not possible to insert the guidewire into the lead and not possible to unscrew the helix. The lead was removed "with difficulty" and replaced with a new lead. No patient complications have been reported as a result of this event.